Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site events on (B)(6) 2024 after 3 or more hours insertion. Infusion set has not been more than 48 hours. The blood glucose level was high. Therefore, patient addressed his bg by walking and drinking some water. No further information available.